Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, so we can only speculate, but the following items are possible possibilities. The image sensor and video connector board were damaged due to dust, stain, foreign material, etc. Adhering to the electrical contacts of the video connector, and the connection condition being insufficient, resulting in poor electrical connection with the system. Accumulation of electrical load (stress) due to energization of the internal electrical board (including electrical components mounted on the electrical board) of the video connector built into the scope, accidental application of static electricity, or the application of static electricity while the system is turned on. The image sensor and video connector board broke down because the electrical connection deteriorated due to overcurrent caused by attaching and detaching, etc., which adversely affected the image signal output and made the image signal output unstable. It is likely that overcurrent may be caused by connection and disconnection while the system is turned on, overcurrent from other devices or electrical wiring, or dust or moisture adhering to the electrical contacts between the system and the video connector. The event can be detected/prevented by following the instructions for use which state: "it was confirmed that the operation manual, chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the suggested event". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the deflectable videoscope had an abnormality. The image had a bit of halation and colors cannot be detected. The issue occurred during preparation for use for a therapeutic procedure. The procedure was completed using the same set of equipment, and there were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.